Event description:
It was reported that during use the cardiosave intra aortic balloon pump(iabp) had malfunction. The machine stopped pumping, screen was unresponsive and inflation was not assisted. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.